Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation received alleging that the patient suffers from pain and excessive chromium cobalt levels. Also alleged MRI of left hip showing interosseous cysts of the greater trochanter and deep to the gluteus tendon with material inside the cyst that may reflect an adverse tissue reaction. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: - sales rep reported revision surgery. Patient was revised to address pseudotumor. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2013. Update : (B)(6) 2014 - medical records received. Patient was revised to address metallosis, brownish liquid, black discoloration, synovitis, and stem corrosion. The sleeve and stem are being added to the complaint. This complaint was updated on: (B)(6) 2014.